Manufacturer narrative:
As reported in a research article, adverse events relating from having a mechanical valve implanted included heart failure, bleeding, ischemic stroke, cerebral infarction, and prosthesis-patient mismatch. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2648612-2020-00135. The article," long-term outcomes and echocardiographic data after aortic valve replacement with a 17-mm mechanical valve" was reviewed. This research article is a retrospective single center study to investigate the long-term clinical and hemodynamic outcomes after aortic valve replacement (avr) with a 17-mm mechanical valve. St. Jude medical regent prosthetic valve is associated to the study. There is no allegation of malfunction of the abbott device. The article concluded that avr with the 17-mm mechanical prosthesis had acceptable long-term clinical and hemodynamic outcomes. The primary and correspondence author of this article is homare okamura, md, phd, department of cardiovascular surgery, saitama medical center, jichi medical university, 1-847 amanuma-cho, omiya-ku, saitama 330-8503, japan with the email homareokamura@omiya.jichi.ac.jp.